Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch was triggered when it comes to this right ventricular (rv) lead due to high out of range pace impedance measurements. High thresholds were also noted in the bipolar configuration while normal pace impedance measurements and pacing thresholds were noted in the unipolar configuration. When performing maneuvers the values for the pace impedance measurements were change. An x-ray showed good connection. Noise was also noted on the rv lead and a lead fracture was alleged. The device was reprogrammed and the patient will be monitored. The patient was not pacemaker dependent. No adverse patient effects were reported.